Event description:
Patient with enlarged aortic aneurysm was admitted for an endovascular repair. When injecting contrast through the catheter, from the performa® angiographic catheter broke apart into 2 pieces. Both pieces were removed without known harm to the patient.